Manufacturer narrative:
Batch review performed on 27-dec-2019: lot 1904230: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 26/10/2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event clinical evaluation performed by medacta medical affairs manager: intraoperative tibial fractures are known possible adverse events of total knee replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, the surgeon reported very osteoporotic bone in an (B)(6) man. There is no reason to suspect a malfunctioning device.

Event description:
During the impaction of the tibial tray, the surgeon noticed a fracture in the tibia bone on the anterior- medial side. He stopped the cementation and put a screw in the bone and also did cerclage. Afterwards continued with the implantation with a tibial stem. Very osteoporotic bone.